Event description:
Caller reported a cgm error 42, which led to a discussion about battery depletion related to the error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure, walked the caller through the reset, and emailed the reset information.